Manufacturer narrative:
Post market vigilance led an evaluation of two lapro-clips 8mm 10x2. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the first cartridge was received with the clip deployed and the legs not in the clip housing. The visual inspection of the second returned product noted the clip was fully formed and deployed from the cartridge. The clinical instrument was not received. Functionally; the condition of the first clip precludes functional evaluation. The second cartridge was received fully fired. The root cause of the malformed clip could not be reliably determined due to all components being properly assembled; however, based on related investigations the most likely root cause for the observed condition was determined to be mishandling during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Based on the evidence available the reported condition was confirmed. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic subtotal gastrectomy. When applied to gastric vessels, the inner layer and outer layer of the clip did not form well. To complete the procedure, another clip was used. No patient injury reported.